Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic with multiple pump stops and low speed events. Log files were sent for review. The log file captured intermittent speed drops to the low-speed limit and pump stops between (B)(6) 2024 at 23:17 and (B)(6) 2024 0:53. The pump speed issues appeared to be caused by a driveline short to shield. X-ray images were sent and were unremarkable. It appeared that a full-length driveline repair was performed on (B)(6) 2018. There did not appear to be enough cable length for a second driveline repair to be done. The patient underwent a pump replacement due to short to shield on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The driveline was fully taped, so the damage was not visible in photos. The patient underwent a heartmate ii to heartmate ii pump exchange due to short to shield on (B)(6) 2024. There were no adverse patient effects due to the pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stops and low speed alarms. The submitted log file captured events from 20jul2024 through 31jul2024. Transient low speed and pump stop events were captured between 20jul2024 and 28jul2024 while the controller was connected to a power module. No other notable events or alarms were captured. The captured events appeared consistent with the potential driveline wire issue. Vad-63070 was returned assembled with the driveline severed approximately 9.5¿ from the pump housing. The remainder of the driveline was not returned. The returned portion of the driveline was tested for electrical continuity and found the wires to be electrically intact. High potential testing was performed by submerging wires in a saline bath to verify the integrity of each wire¿s insulation. The high potential testing revealed damage to the insulations of the green wire approximately 7.5¿ from the pump housing and yellow wire approximately 8¿ from the pump housing. The damage appeared to be consistent with wire fatigue. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the green and yellow wires contacted the metal braided shield while the system was operating on a grounded power source. The resulting short would have resulted in the pump stops observed in the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook, are currently available. The IFU addresses pump parameters including pump speed and flow. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated h6 manufacturer¿s investigation conclusion: review of the submitted log file confirmed the low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior appeared to be consistent with a driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The account submitted two x-ray images for review. The images captured internal and external portions of the patient¿s driveline. Potential driveline wire damage could not be confirmed based on the x-ray images. The submitted log file captured events from (B)(6) 2024. Transient low speed and pump stop events were captured between (B)(6) 2024 while the controller was connected to a power module. No other notable events or alarms were captured. The captured events appeared consistent with the potential driveline wire issue. The patient later underwent a pump replacement on (B)(6) 2024 due to a short to shield. Multiple attempts were made to obtain additional information from the customer regarding the pump replacement; however, no additional information was provided and the pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU addresses pump parameters including pump speed and flow. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.